Event description:
This event was captured based on review of an article: it was reported that a dual-center retrospective study identified a total of 382 patients who underwent carotid artery stenting (cas) from the tran radial approach. Cas was successful in 347/382 (91%) patients; the mean age was 68 +/- 0.5 years and 249 (70%) were male. Clinical outcome for this case was as follows: 23/247(7%) radial artery occlusion; no major vascular complications occurred. No myocardial infarction (mi) occurred. Although other serious/adverse clinical outcomes were reported in the article, they have previously been reported. The abbott stents utilized were an xact stent deployed in 177 (51%); xpert 13 (4%), acculink 10 (3%). The embolic protection devices utilized were an emboshield nav6 192 (55%), emboshield 20 (6%), accunet 9 (2%); via right internal carotid artery (rica) a tadii guide wire 10 (5%), supracore 11 (6%); via left internal carotid artery (lica) a tadii 11 (8%), supracore 4 (3%). It was noted that the overall complication rate in the current study is low; although 23 patients had asymptomatic postprocedure radial occlusion. In this study, the right radial artery was used in all cases. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of occlusion is a known observed and potential adverse event as listed in the xact carotid stent system electronic instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The other abbott devices of acculink, and xpert as referenced are being filed under separate MFR numbers.